Event description:
The subject is a temperature thermometer that shows temperature in fahrenheit and celsius. Basic mathematical conversion establishes that 37 deg c equals 98.6 deg f. I bought two thermometers from company, and yesterday discovered that the fahrenheit mark for 98.6 is not across from the celsius mark for 37 deg. My wife reads in celsius and I read in fahrenheit, thus an argument ensues as to what was my real temperature. The fahrenheit reading showed 98.6 -normal- but the celsius reading showed 37.2 celsius -slight fever-. There is a fundamental error/flaw in the scale on the thermometer and it should be corrected. The product is manufactured by geratherm medical- exclusively for rg medical diagnostics. Since it appears that "fever" thermometers fall under FDA regulation, I am requesting that the FDA take steps to have this error/flaw corrected, flawed devices removed from shelves throughout the USA. Further, if the FDA has the authority, require geratherm to replace by exchanging the flawed device with a corrected device, and to do so through all of its various distributors throughout the USA. The device, a "fever" thermometer has a flawed scale between celsius and fahrenheit. The scale shows 98.6 f to equal 37.2 c on the device, leaving the patient baffled as to which side of the scale is correct. The normal human temperature is 98.6 f and 37c. Mathematically, 98.6 f equals 37c. The device scale is incorrect. The device should be pulled from shelves throughout the USA, and people with defective devices should have them replaced by geratherm at no cost by an exchange at each and every geratherm distributor throughout the USA.